Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 07.704.005s. Synthes lot number: ds7006065. Supplier lot number: n/a. Release to warehouse date: dec 29, 2020. Expiration date: jun 28, 2022. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the norian drillable inject 5cc sterile liquid for norian leaked out of powder package prior to mixing with mixer. Opened another norian package. No fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequences. This complaint involves one (1) device. This report is for (1) norian drillable inject 5cc-sterile. This report is 1 of 1 (B)(4).